Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/11/2017 that on (B)(6) 2017, there were gaps in the data and "???" Icon alert displayed. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.